Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with moderate calcification and 90% stenosis. After a pre-dilatation, another company's stent was deployed at 16 atm. When angiography was performed , a perforation was observed at the proximal end of the stent. The 3.0 x 20 mm esprit was engaged for a bail-out; however, during a long inflation at 10 atm, a rupture was occurred at the proximal end of the balloon. It was replaced by another company's balloon, but it was not able to stop the bleeding. The pt had been transferred to surgery. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions codes- product performance engineering reviewed the incident info. There were no adverse pt effects observed as a result of the balloon rupture. Factors that can contribute to balloon ruptures include, but are not limited to, interactions with other devices, patient anatomy, or lesion calcification. The lesion was moderately calcified with 90% stenosis, which may have contributed to the reported difficulties experienced. It is possible that the balloon material was damaged during interactions with the stent, other devices, or calcified lesion, such that the balloon ruptured upon inflation. Without the device for analysis, a conclusive root cause for the balloon rupture cannot be determined.